Event description:
Reported issue: the stapler fired and jammed; problem did not resolve after ejection of a few staplers. Patient in critical condition, but it is not related to skin stapler. Doctor used the skin stapler during surgery - craniotomy.

Manufacturer narrative:
Qn#(B)(4). Per DHR the product visistat 35w 6/box lot # 73f1900485 was manufactured on 06/18/2019 a total of (B)(4). Lot was released on 06/27/2019. DHR investigation did not show issues related to complaint. The customer returned one unit 528235 visistat 35w 6/box for investigation. The returned stapler was visually examined with and without magnification. Visual examination of the returned sample revealed that the device had a partially formed staple in the anvil incorrectly. The pawl was found to have spun out of its normal position. The stapler was returned with 37 staples left in the cartridge including the partially loaded staple. In order to functionally inspect the sample, the first staple was manually removed. Upon disassembly, the pawl was manually reset to its correct position. An attempt to fire staples again was made by engaging the trigger of the stapler using hand pressure. The next four staples were able to properly form and release. The fifth staple fired properly, but the pawl was spun out of position. Although the pawl was initially spun out of place, the root cause of this complaint could not be determined since the stapler would not consistently fire the staples even after the pawl was put back into place. The IFU for this product, l02644, was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple closure, the trigger must be squeezed all the way in." A corrective action is not required at this time as the root cause of this complaint could not be determined. The stapler would not consistently fire the staples even after the pawl was put back into place. All staplers are 100% inspected at manufacturing for firing at the time of assembly so it is unlikely that this issue was present at the time of manufacturing assembly. The reported complaint of "misfire/jamming - multiple staples firing" was confirmed based upon the sample received. The stapler was returned with the pawl spun out of place which could prevent the staples from firing properly. However, even after the pawl was manually put back into place, the stapler was unable to consistently fire staples despite no other damages or anomalies being observed with the device. It cannot be determined what prevented the staples from consistently firing. All staplers are 100% inspected at manufacturing for firing at the time of assembly. A device history record review was performed with no evidence to suggest a manufacturing related cause. Although the pawl was initially out of position, the root cause of this complaint could not be determined since the stapler would not consistently fire the staples even after the pawl was put back into place.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Reported issue: the stapler fired and jammed; problem did not resolve after ejection of a few staplers. Patient in critical condition, but it is not related to skin stapler. Doctor used the skin stapler during surgery - craniotomy.